Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was refilled with 40 cc of fentanyl (8,000 mcg/ml) and programed. The pt went out to the waiting room and 15 minutes later fell over. They emptied the pump and filled it was preservative-free saline. When they emptied the pump, they only got back 36ml instead of 40. The pt was taken to the hospital and put on a narcan drip. It was suspected that the pt got 4cc into the pocket; the doctor thought the pump leaked. The doctor's nurse, "who's been around for also a very long time says there's no way the pump leaked, that she is suspecting it was a partial pocket fill also." As of (B)(6) 2011, the pt was at home and using fentanyl patches.